Event description:
It was reported that the patient had pain from implanted hardware. The event was related to the implantable neurostimulator (ins). The patient reported pain at the implantable neurostimulator (ins) site during a clinic visit on (B)(6) 2014. Due to the past revision it was determined that the device should be removed. The device was removed on (B)(6) 2014 with no complications. The outcome was resolved with sequelae. The entire system was explanted and not replaced.

Manufacturer narrative:
Concomitant product: product ID 3889-28, lot# va055k9, implanted: (B)(6) 2013, product type lead. (B)(4).